Manufacturer narrative:
No service on the ventilator has been requested and no parts have been returned for investigation. Provided ventilator logs confirms the reported failed flow transducer test during pre-use check. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported failed flow transducer test during pre-use check has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).